Manufacturer narrative:
Investigation: a terumo bct clinical specialist provided feedback to the customer that the entered hct was likely the reason for collecting red cells into the plasma bag. The most likely reason the problem did not duplicate on the 2nd machine was because she had depleted the patient of 150 mls of red cells and then given him 100-150 mls of saline. This would change the initial interface. There was no post hct done. A terumo bct technician checked out the machine at the customer site and was unable to duplicate the reported failure. The machine performed per manufacturer's specifications. No further issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had started a mononuclear cell (mnc) collection procedure. The hematocrit (hct) value that they entered for the procedure was from a hct measurement taken on (B)(6) 2015. The customer programmed the machine to collect 150ml of plasma. The machine began to collect, but the customer noticed that blood was being collected into the plasma bag. The customer performed rinse back for the patient and ended the procedure. She then gave the patient 100-150ml of saline and then restarted the procedure on a different machine with no issues.

Manufacturer narrative:
This report is being filed to provide additional information. The clinical specialist provided feedback to the customer regarding the use of older hematacrit from (B)(6) 2015 could have affected the interface and caused the collection of red cells instead of plasma. Root cause: the root cause of this failure is undetermined. Machine checkout showed no issues with the machine. It is possible that the use of an older hematocrit may have contributed to the collection of red cells, but a post-hematocrit was not performed, so this cannot be verified.

Manufacturer narrative:
This report is being filed to provide additional information. Per terumo bct's internal risk evaluation documentation, potential causes of the reported condition include incomplete occlusion of the return path or a miss-assembled disposable set, not an incorrect entered hematocrit as reported previously. However, without the return of the disposable, or information about the collected plasma product, or further information about the appearance of the other lines, the cause of the collection of rbcs in the plasma cannot be definitively determined. During machine checkout, no issues were found with valve movement or other parts of the spectra system.